Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer ordered product that was listed as a 5fr open tip urethral catheter in replace of 139005 being on bo. When customer received product, a wire would not pass through, the catheter was too small, which it should not have been. Customer cannot use this item.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 9 polyurethane ureteral catheters in original closed packaging. Using fr size gauge all returned samples were found to be 5fr size. As the guidewire that was used during the reported event was not returned the reported event is inconclusive. No root cause was provided. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer ordered product that was listed as a 5fr open tip urethral catheter in replace of 139005 being on bo. When customer received product, a wire would not pass through, the catheter was too small, which it should not have been. Customer cannot use this item.